Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, heavily tortuous, 90% stenosed, de novo proximal left main (lm) the 3.5 x 23 mm xience xpedition stent was deployed, however, stent deformation was noted and a 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. It was noted that the balloon became stuck in the stent strut after 1 dilatation at 18 atmosphere (atm) and while using force to remove the bdc the stent was damaged. The bdc was removed from the anatomy and the xience xpedition stent was removed using a snare device. A second same size xience xpedition stent was implanted successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The unk nc trek referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was confirmed. The difficult to deploy and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances and could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.